Event description:
It was reported that during training on a mannequin, the autopulse platform displayed user advisory 44 - battery voltage too low during compression (replace battery) message. Another battery was replaced but the platform stopped soon after and displayed another user advisory 44 message. Customer used autopulse nimh batteries with sn: (B)(4). No patient involvement was reported.

Manufacturer narrative:
The autopulse platform and batteries in complaint were investigated by zoll distributor. When the distributor received the batteries, charging and test cycles were done properly. Customer does daily battery rotation. Batteries showed green light after charging. They were charged within 2 days before use. When distributor performed test cycle, the returned batteries showed proper target value for power and remaining charge (rc). The returned products worked properly. The products in complaint were also returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR reports: 1. #3003793491-2013-00741 for autopulse resuscitation system model 100 with sn: (B)(4) 2. #3003793491-2013-00742 for autopulse nimh battery with sn: (B)(4).

Manufacturer narrative:
Investigation results for the returned platform and batteries in complaint as follows: visual inspection of the returned platform was performed and revealed no damages. The archive data analysis showed multiple "under voltage" messages, user advisory 44 (battery voltage too low during compression) and user advisory 13 (battery fault detected). Archive data also indicated that the customer was not following proper battery management procedures of daily system checks and battery swap and that low voltage batteries have been used repeatedly. Archive data indicated that batteries with sn (B)(4) and sn (B)(4) were used repeatedly on the reported incident date ((B)(6) 2013) and that these batteries were not fully charged. Functional testing was performed with passing results. Both batteries with sn (B)(4) were returned for evaluation. Visual inspection of the batteries revealed no damages. The batteries were put through a charge/test cycle and both passed the output watts testing. Furthermore, these batteries were tested on the returned platform (sn (B)(4)) and the platform ran for more than 45 minutes without any faults or errors. Based on the evaluation results, the customer's reported complaint of user advisory 44 messages was confirmed through archive data review. However, a definitive root cause could not be determined. Please see the following related MFR reports: #3003793491-2013-00741 for autopulse resuscitation system model 100 with sn: (B)(4), #3003793491-2013-00742 for autopulse nimh battery with sn: (B)(4).